Manufacturer narrative:
(B)(4). Batch # ni. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: what was the issue with the jaw of this device? Closing the handle did not close the jaw did the jaws open? No. Were the jaws difficult to open and close? As above, they did not open. Were the jaws damaged? They came damaged. As soon as the packaging was opened in the sterile field it was immediately evident that the handle was not closing the jaws. When the jaws did not open, did the surgeon attempt to manually open the jaws with his fingers? No. The jaws came closed and using the handle had no effect on the function of the jaws. The device was never used on the patient as the device fault was recognized before it was used. Was the device on a vessel/artery when it would not open? No. If yes, how was the device removed? (I.e. Cut off, forced opened) n/a. If cut off, did this cause a change in the plan of care for the patient? N/a. Did the removal cause any damage to the vessel/artery? N/a. If yes, what is the damage and how was the damage repaired? N/a. Did the surgeon continue the case with this same device? No.

Event description:
It was reported that during an unknown procedure, when the product was opened, it was apparent that there was a problem with the jaws; it was never used inside the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.